Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions, and the caller successfully started their sensor session without encountering the error code again.